Event description:
It was reported that the lead was explanted due to noise. The noise was reproducible with provacative testing.

Manufacturer narrative:
Insulation and conductor damage was found at 23.8cm to 25cm from the end of the connector pin, consistent with clavicular crush damage. The rv and sensing conductor insulation was abraded. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.